Manufacturer narrative:
The hba1c reagent lot number was 85556501, with an expiration date of 31-aug-2026. The provided calibration data was acceptable. The customer stated that controls were acceptable both before and after the event. The field service engineer determined the gear pump pressure was low and the sample probe was out of alignment. The gear pump pressure was adjusted. The sample probe was replaced and adjusted. Precision testing was performed. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter stated they received questionable results for two patient samples tested with tina-quant hemoglobin a1c gen.3 - hemolysate and whole blood application on a cobas 8000 c 502 module. The customer provided data for one patient sample with discrepant hba1c results. The sample initially resulted in an hba1c value of 11.9 %. The result was questioned because it did not match the patient's history. Earlier in the day, the patient had an hba1c result of 5.1 %. The complained sample was repeated on a second analyzer, resulting in an hba1c value of 5.3 %. The repeat value was deemed correct.